Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was falsely triggered since the data required for bpa calculation was lost during the reset and firmware reload process. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. No anomaly was detected.